Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 366 mg/dl.